Event description:
The doctor reported that the pt experienced a corneal burn during cataract surgery. The pt had a hard, brunescent cataract. The lines connected to the handpiece were checked. No occlusions were noted during the surgery. The procedure was completed and the incision was closed with a single 10-0 nylon suture. There was no elevation in intraocular pressure. There was no loss of visual acuity with this pt. The doctor later stated that he believed the corneal burn was the result of the brunescent cataract, and that he stayed on the footpedal too long. Since he has become aware of this, he has not had any further burns to date. He also stated that other surgeons at this facility have experienced similar problems.

Manufacturer narrative:
The handpiece was returned for evaluation. Visual inspection showed no visual defects or abnormalities. The handpiece failed to meet product spec for bandwidth. However, a bandwidth failure would not cause increased temperature at the incision site and would not have contributed to the corneal burn. The root cause of the reported corneal burn could not be determined. The complaint history was reviewed and there were two other similar complaints reported for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns doing phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The doctor later stated that he believed the corneal burn was the result of the brunescent cataract, and that he stayed on the footpedal too long. Since he has become aware of this, he has not had any further burns to date.